Event description:
Patient came to clinic on (B)(6) 2024 for a problem visit regarding ebb alarm that occurred on (B)(6) 2024. Log files were downloaded and sent to abbott engineers. These files indicate that the event occurred after the system controller attempted a load test. While in clinic the controller was assessed, and damage was noted to the white power cable. Controller was exchanged with new ebb inserted.